Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the customer was unable to charge the pump using the usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Customer¿s blood glucose level was 165 mg/dl.